Manufacturer narrative:
This supplemental report is to provide the lead capped date (B)(6) 2017) and the physician phone number that was missed out in the previous report. (B)(6).

Event description:
The right atrial lead was capped on (B)(6) 2017.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to a capture anomaly. No patient information available.